Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred at the start of a routine hemodialysis treatment. The circuit clotted due to the amount of time elapsed, preventing rinseback and resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood in a timely manner following an unrecoverable alarm as instructed in the user's guide. The user's guide provides adequate instructions for troubleshooting system alarms. Exact cause of the alarm cannot be determined. No similar problems reported subsequent to this event. Occasional alarms during dialysis are expected and should result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.